Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh were implanted. It was reported that the patient underwent a mesh removal surgery on (B)(6) 2016 due to mesh exposure, rectocele and enterocele. It was reported that the patient had fibrosis and foreign body granulomatous reaction. No additional information was provided.